Event description:
Customer called to report multiple discrepant high results. Same meter multiple lots/patients over past 2 months. Gave a result of >7.5 lab result = 1.2. Test taken (B)(6) 2012 within an hour.

Manufacturer narrative:
Investigation pending.